Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment literature article titled "polymer-free sirolimus-and probucol-eluting stents versus durable polymer-based everolimus-eluting stents for percutaneous coronary revascularization: a prospective multicenter randomized clinical trial." B2, b3: the date of event will be estimated as 9/01/2016. D6a: for reporting purposes, the date of implant will be estimated as (B)(6) 2016. The additional patient effects reported in the article are captured under separate medwatch report.

Event description:
The article aimed to assess the safety and efficacy of polymer-free sirolimus-and probucol-eluting stents (np023), comprising an ultra-thin strut with a polymer-free sirolimus-and probucol-eluting agent, against durable polymer-based everolimus-eluting stents (xience prime / prime sv / expedition / alpine) for the treatment of de novo lesions in native coronary arteries. Patients were followed up at 1 month, 6 months, 9 months, 1 year, 2 years, 3 years, 4 years, and 5 years. The following adverse events were associated with the xience stents: death, restenosis, thrombosis, target lesion failure, target lesion revascularization, target vessel revascularization, target vessel failure, myocardial infarction, and stent fracture. The article concluded that the results of the study showed similar outcomes for polymer-free sirolimus-and probucol-eluting stents and durable polymer-based everolimus-eluting stents regarding freedom from tlf at 9 months and other outcomes at 5 years among patients undergoing pci. Details are listed in the attached article, titled " polymer-free sirolimus-and probucol-eluting stents versus durable polymer-based everolimus-eluting stents for percutaneous coronary revascularization: a prospective multicenter randomized clinical trial.¿ no additional information was provided. Date of procedure/implant: (B)(6) 2016. Date of event: 9/01/2016.